Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 196 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer's mother stated the fill cannula troubleshoot is not completed because of the air bubbles in the tubing and air bubbles in the reservoir as well. The customer's mother changed the reservoir and the tubing using the same site. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 197 mg/dl. After the troubleshooting was done, customer was advised to change infusion set and reservoir.